Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure the physician noticed back bleeding from the catheter valve once the transvalvular insertion (tvi) tool was inserted. The back bleeding ceased once the tvi tool was removed. No patient complications have been reported as a result of this event.